Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 550 mg/dl at the time of the incident. The customer had a cornora virus infection that went to their chest and they were on steroids. The customer goes very high and then drops low to about 40 mg/dl. The customer's endocrinologist stated that it takes their pump 2 to 4.5 hours for their pump to deliver insulin. The customer used the pump to treat the highs. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot, stained end cap sticker, stained back address label and minor scratched lcd window.